Event description:
It was reported that during a laparoscopic colectomy procedure, the shears were used for a few minutes then the generator sounded a solid error signal. After retorquing the error signal continued. A new shear was attached. No patient consequence.